Event description:
It was reported that during routine device replacement, there was high impedance and threshold on the right ventricular (rv) lead. It was noted the lead was reversed in the device header. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4). Evaluation summary: analysis of the device memory was performed and no anomalies were found.